Event description:
It was reported to boston scientific corporation that resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip grasped and locked onto tissue but could not be released from the catheter to deploy. The procedure was completed with the another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip grasped and locked onto tissue but could not be released from the catheter to deploy. The procedure was completed with the another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device problem code a15 captures the reportable event of clip unable to release from catheter. Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of full deployment. It was also observed that the outer-sheath was not returned with the device. Microscopic examination was performed, and it was found that the bushing had friction marks. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and pin gage, and both were within specification. No other problems with the device were noted. The reported event was not confirmed. Investigation found that the bushing had friction marks, this is likely due to the interaction between the yoke and the capsule while trying to deploy the clip. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.